Event description:
It was reported a pericardial effusion and cardiac tamponade occurred. A left atrial appendage closure (laac) procedure was performed using a watchman access system (was) and a 20mm watchman flx pro left atrial appendage (laa) closure device and delivery system (wds). The 20mm device was successfully implanted in the laa. Pericardial effusion assessments were conducted at both the beginning and end of the procedure, and the imaging cardiologist reported no evidence of effusion at either time point. The patient was admitted overnight per standard protocol, underwent follow-up imaging prior to discharge, and was subsequently discharged home. Approximately 36 hours after the procedure, the patient developed chest pain and presented to a hospital, where a pericardial effusion was identified. The patient was monitored without pericardiocentesis at that time. The implanting physician was not informed of this adverse event until two days later, when the patient was transferred to the implanting facility. At that time, the patient underwent pericardiocentesis, and all anticoagulation therapy was discontinued. Subsequent imaging revealed a small device-related thrombus (drt), likely associated with the interruption of blood thinner therapy. The patient is currently stable and continues to have a pericardial drain in place, which is expected to be removed within the next one to two days. Additional imaging also identified severe aortic stenosis. As a result, the patient remains hospitalized for further evaluation and consideration of a potential transcatheter aortic valve replacement (tavr) procedure prior to discharge.